Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that serter was not releasing needle correctly. Customer woke up with blood glucose of 300 mg/dl. Customer continued to attempt to use serter and blood glucose elevated to 480 mg/dl. Customer was educated on proper serter use and issue was resolved. Customer's blood glucose was 432 mg/dl at the time of call.